Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the battery back up is not available. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. There was no report of patient involvement.

Event description:
The customer reported the battery back up is not available. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. . There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The device was being in use when the problem occurred.